Event description:
It was reported that the patient experienced high voltage therapies. The device interpreted atrial fibrillation (af) as ventricular fibrillation (vf) and inappropriate shocks were delivered. No intervention has been performed. The patient was stable.

Event description:
Additional information was received indicating the oral medication was given to resolve the event.